Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse noted humidity inside the system placement room. The fse reconnected connections on the main board & power supply assembly but the issue remained. The fse cleaned and dried the power supply assembly. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The fse checked the iabp on a trainer and intra-aortic balloon (iab) for one hour and no issue was observed on battery power and ac power. The fse recommended the customer maintain humidity and temperature around the iabp. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during a routine check prior to use on a patient, the cs300 intra-aortic balloon pump (iabp) display flickered when turned on and then the iabp shutdown. There was no patient involvement, and no adverse event reported.